Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of wearable failure based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The product was evaluated. An external visual inspection was performed and passed. A pairing test was performed and pass. A review of the share logs was performed and the allegation was confirmed because signal loss greater than an hour was found. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of wearable failure based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).